Manufacturer narrative:
Lead model 39286, lot # n215386003, implanted: (B)(6) 2011, explanted: unk, recharger model 37752, (B)(4), implanted: na, explanted: na, patient programmer model 37743, (B)(4), implanted: na, explanted: na, extension model 37081, (B)(4), implanted: (B)(4) 2011, explanted: unk, extension model 37081, (B)(4), implanted: (B)(6) 2011, explanted: unk, antenna accessory model 37092, lot # 292550002, implanted: (B)(6) 2011, explanted: unk. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date of this report.

Event description:
It was reported that the patient had a fever, chills, sweats, redness at the generator site with an elevated white blood cell count. The patient tested positive for gram (B)(6) cocci and had many rbc's and many wbc's. Subsequently, the entire device system was removed on (B)(6) 2011. The patient recovered without sequela. The patient received IV antibiotics through a PICC line. The patient was to be sent home very soon with home health services to continue the IV antibiotic therapy at home. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Neurostimulator model 37712, serial # (B)(4), lead model 39286-20,lot # n215386003, extension model # 3708160, lot # njb076607v, and extension model # 3708160, lot # njb103638v - no device analysis was performed; the device met risk-based analysis criteria. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.